Event description:
Patient tested on the suspect device with an inr result of 3.7. The lab inr was 2.7. The pt was taken of meds until the lab result came back. The device was replaced and requested to be returned for evaluation.